Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the moderately calcified, moderately tortuous right coronary artery (rca). The physician attempted to cross the lesion with a taxus express2 3.5 x 32 mm stent and a taxus express2 3.5 x 24 mm stent but was unsuccessful. He then pre dilated the vessel with a voyager balloon of unk size. The physician succesffully deployed a taxus express2 3.5 x 24 mm stent at 12-13 atms in the proximal to mid rca. The balloon was deflated however was sticking to the stent upon withdrawal. The physician re-inflated the balloon up to 15 atms, deflated and the balloon was still sticking. The physician then waited for 5 minutes and tried advancing the balloon with no success. The balloon was re-inflated to 2-3 atms and deflated. The balloon fianlly released when the physician pulled aggressively on the catheter. The pt suffered some chest pains post procedure but is reported in good condition.